Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and ivs-o2 was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh and ivs-o2 was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh and ivs-o2 were implanted on (B)(6) 2004. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure and mesh was removed on (B)(6) 2005 and a second mesh was implanted. It was reported that the patient underwent a gynecological procedure in 2009- d&c due to pain, bleeding and dyspareunia and 2011: implantation of urethral stent. It was reported that the second mesh was removed on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 concurrent with ivs-o2 and excision of previously implanted mesh. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure and mesh was removed on (B)(6) 2013. It was reported that the patient underwent a gynecological procedure in 2009- d and c due to pain, bleeding and dyspareunia and 2011: implantation of urethral stent.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urinary tract infection and vaginal discharge.